Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Sterilized by ethylene oxide. Sterile unless package is opened or damaged. Bard and bardex are registered trademarks of c. R. Bard, inc. Or an affiliate. Recommended inflation capacities: 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 15cc balloon: use 20ml sterile water, 20cc balloon: use 25ml sterile water, 30cc balloon: use 35ml sterile water, 40cc balloon: use 45ml sterile water, 75cc balloon: use 80ml sterile water. Do not exceed recommended capacities. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Single patient use only. Do not reuse. Do not resterilize. Attention. See instructions for use. Copyright © 2006 c. R. Bard, inc. All rights reserved. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box caution: do not aspirate urine through drainage funnel wall.

Event description:
It was reported that the foley clogged after 9 days of use. The patient advised that irrigation did not help to unclog the catheter. No medical intervention was reported.